Event description:
According to the reporter, during a lymphadenectomy procedure, after the first shot, the blade went to the right. During the second shot, there was a click, and the stapler's handle became loose, requiring its replacement, along with the reload. This happened because it only clamped 15mm with the initial advance of the handle. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p3g0066); unknown egia su, unknown endo gia sulu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lymphadenectomy procedure, after the first shot, the blade went to the right. During the second shot, there was a click, and the stapler's handle became loose, requiring its replacement, along with the reload. This happened because it only clamped 15 mm with the initial advance of the handle. Another reload was used but also had the same problem. There was no patient injury.